Manufacturer narrative:
Discarded by user.

Event description:
It was reported by the customer that they found debris in the sterile packaging prior to a procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.